Manufacturer narrative:
Investigation: we have been provided with a syringe contained in an opened flow wrap. Syringe barrel label is missing. 60 retained samples have been evaluated for missing label, all samples have their label. Complaint trending review of this lot and product family for this issue reveals no other complaints. A bhr for the reported batch was conducted confirming this was released according to defined specifications and requirements including sterilization and final lab testing: there were no qn's associated with batch # 7117208. During the production of this batch it was recorded 4 wrinkled labels, which passed the acceptance criteria. No missing label was found during this wrinkled label inspection. All inspections performed from filling to case pack were acceptable. Customer complaint about missing marking, has been confirmed as missing label thanks to the returned sample. This is a very unusual circumstance because labels are 100% inspected for correct batch number and correct expiration date in the manufacturing process. Those syringes with no printing or incorrect number are rejected by the machine. Based on our stringent sampling inspection, we are certain that the probability of occurrence of this non-conformance is really low and this should correspond to an isolated case.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the markings on the 10 ml bd posiflush¿ sp syringe was incorrect. This was discovered before use and there was no report of injury or medical interventions.